Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during procedure, a nick was noted in the insulation of the right ventricular (rv) lead. The nick on the lead was visually confirmed by the physician. It was noted while attempting to insert the lead in the introducer. The lead was explanted and replaced. The patient was stable before, during and after the procedure.